Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Dr. (B)(6) pulled an option elite to place. He felt resistance and filter wouldn¿t go through the sheath. So, he took everything out and pulled a second option elite. The second one he felt resistance again and then felt the filter go through the sheath and deploy in the upper ivc. When he removed the sheath, the filter apex tilted against the wall and was extremely difficult to retrieve. He finally got it and was able to use a 3rd filter to complete the case.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned from the customer. Customer returned two delivery catheter sheaths and first delivery catheter sheath was damage. Second delivery catheter sheath had pusher wire inserted in the delivery catheter sheath and cartridge snapped fit with the delivery catheter sheath and one loose filter (out of the cartridge). First delivery catheter sheath was investigated under cc # 17385. Visual inspection of delivery catheter sheath identified a pinch, 30 cm from the hemostatic hub and damage at 56 cm from the hemostatic hub. Functional testing of the device found coil separated from the delivery catheter sheath and liner removed from the sheath. Complaint was confirmed. CAPA c-2020-052, investigated root cause and corrective action of this issue. Root cause was identified as lamination issue during manufacturing.

Event description:
Dr. (B)(6) pulled an option elite to place. He felt resistance and filter wouldn¿t go through the sheath. So, he took everything out and pulled a second option elite. The second one he felt resistance again and then felt the filter go through the sheath and deploy in the upper ivc. When he removed the sheath, the filter apex tilted against the wall and was extremely difficult to retrieve. He finally got it and was able to use a 3rd filter to complete the case.